Manufacturer narrative:
(B)(4). Evaluation summary: the set was visually inspected and no visual defects were observed. The set was pressure tested with no leakage noted, and clear passage observed. This complaint for a connection issue was not confirmed in the lab. The results of a sample evaluation revealed no manufacturing abnormalities or leaks. The lot number was unknown therefore a batch review was not performed. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report received from baxter (B)(4) of a nurse who reported the spike separated from the solution bag when the customer tried to set the transfer set to the clean flash after filling. The actual sample is available. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received. A 510k number will not be provided in the MDR as this is an international code for distribution outside of the u.s. But is being reported as it is the same as or similar to a code distributed within the u.s.